Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 400 mg/dl. The drive support cap appeared normal and recessed. There were not multiple motor error alarms noted in the history and the rewind was able to be completed. The caller declined troubleshooting for high blood glucose. She was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.